Event description:
Device 5 of 6; reference MFR. Report#: 3006705815-2019-00845, reference MFR. Report#: 1627487-2019-03057, reference MFR. Report#: 1627487-2019-03058, reference MFR. Report#: 1627487-2019-03059, reference MFR. Report#: 1627487-2019-03061.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 5 of 6. Reference MFR. Report#: 3006705815-2019-00845, reference MFR. Report#: 1627487-2019-03057, reference MFR. Report#: 1627487-2019-03058, reference MFR. Report#: 1627487-2019-03059, reference MFR. Report#: 1627487-2019-03061. It was reported the patient experienced an infection located at the ipg site and an infection was suspected at the lead site. As a result, the patient underwent surgical intervention in (B)(6) 2019 (event date is unknown), wherein the scs system was explanted.